Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been updated with this report.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted. The insulin pump had had scratched display window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a button error alarm. The customer's blood glucose was 348 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.